Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha. The date of primary surgery was unknown. It was reported that around 2019, the surgeon found that around 2019, the hole eliminator seemed to slightly protruded a cup by x-ray. The hole eliminator did not protruded completely, it stopped in cup's side, so the surgeon has not concerned any harm to the patient. He is following up the patient's progress. The surgeon told the sales rep this event as one case that comes to mind when the sales rep visited the surgeon to voluntary recall pinnacle implant. No further information is available.